Event description:
The atrial lead was returned due to impedance decrease, unstable threshold, insulation damage that was noted upon explant, and a kink near the first rib/clavicle that was detected on x-ray. The lead subsequently tested out of specification during manufacturer's analysis.